Event description:
Additional information was received indicating technical support reviewed the records and that the oversensing seen was not post sensed t wave oversensing. It was suspected lead damage.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter-defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During a remote follow-up, episodes of post-sensed t-wave oversensing (pstwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.